Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native hawaiian/other pacific islander female patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implants and experienced postoperative bilateral rupture. The ruptures were visualized via MRI performed on (B)(6) 2019. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This report is for the right prosthesis.